Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tiny particles of foreign matter were found in the bd plastipak¿ luer-lok¿ syringe solution during use. The following information was provided by the initial reporter, "a solution of drug prepared in a syringe changed color to turbidity during continuous infusion. After the customer looked at the material under a microscope, they came to the conclusion that the cloudy material inside the solution consists of particles. Tiny foreign bodies that look like chains, and are inside the liquid, and not from a biological / bacterial material."